Manufacturer narrative:
The technician investigated and found the siderails were all functioning properly as well as the synergy air elite mattress. He indicated the facility has padded the siderails using blankets. The technician also noted that the account is not using siderail inserts.

Event description:
Alleged the patient was found in the fetal position with their head through the left head siderail, middle space (zone 1). The staff removed the patient from the siderail and placed a c collar on the patient. No injury was reported.